Event description:
A malfunction was reported involving the customer¿s pump, marked by a malfunction code malf 24, which could not be reset. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy until a replacement pump, which includes updated software, was provided by tandem technical support. The customer was also instructed on how to store and return the faulty pump.